Event description:
No additional information.

Manufacturer narrative:
Investigation results: there was an absence of photographic documentation or physical samples submitted for the investigation concerning the reported issue. A thorough review of the history associated with syringe 50ml ll lot 2504054 was performed, revealing no deviations or non-conformities linked to the alleged defect. Six retained samples were analyzed further and the samples were visually inspected without finding any damaged cylinders or any other related defects. Additionally, a leak test was performed on the received samples. All samples complied with the requirements. The product is subjected to inspections at multiple stages throughout the manufacturing process to guarantee its quality and functionality. Given the current information, we are unable to pinpoint a root cause associated with the manufacturing process. Our quality team will persist in monitoring any complaints related to this device and the reported condition for potential emerging trends.

Event description:
It was reported that the bd syringe 50ml ll clear 18ga 1in bfn had leakage. The following information was provided by the initial reporter: material # 309744. Batch # 2504054. It was reported by customer that the rn noticed about 5-10ml of fluid on the floor, bendamustine infusion was complete when this was noticed. Verbatim: rn noticed about 5-10ml of fluid on the floor, bendamustine infusion was complete when this was noticed. Pt mrn (B)(4)" (B)(4) - secondary set, texium close male luer 10012241-0050, lot 2504054 and exp 04-01-2028" removed (B)(6) from stock.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.